Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed the functional uplink testing due to the cable being out of electrical specification. It was also noted that the label was missing its coating. Product ID: 2090w programmer; product ID: 229047 analyzer. (B)(4).

Event description:
It was reported that when the programmer is turned on, the screen is scrambled and discolored, then becomes very dim. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report.